Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A care giver (cg) contacted global technical services requesting assistance with the home choice (hc) machine during dwell. The cg stated the hc was blowing out breakers in his house. The technical service representative (tsr) asked the cg if he was sure the hc was doing it; the cg stated that he shut off everything in the house, and it still did it. The cg stated it was also very noisy. The tsr will have the hc swapped. The cg stated the home patient (hp) will have the nurse program the new hc and the hp will finish with manual supplies. There was patient involvement, but no injury or medical intervention was reported at the time of the incident.